Event description:
The complainant alleged that during a routine shift check by the clinician the device would not power-on. The complainant indicated that there was no pt involvement with this reported malfunction.